Manufacturer narrative:
(B)(4) per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter mitral valve replacement (tmvr) procedure. There are several potential etiologies for ventricular perforation during a tmvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. There was no allegation or indication a device malfunction contributed to this adverse event.  In this case, the cause of the ventricular perforation was unknown but may have been due to procedural factors (device manipulation) as the perceived root cause was the guidewire possibly perforating the ventricle during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, a ventricular perforation occurred during a 29 mm sapien 3 case by transseptal approach in the mitral position inside a pre-existing surgical valve. The sapien 3 valve was well implanted with good result, however, about 15-20 min post implant, the patient lost pressure. The chest was opened and the left ventricular perforation was discovered. An attempt to fix the perforation was unsuccessful and the patient died. The root cause of the ventricular perforation is not known but may have been related to the guidewire however this cannot be confirmed.